Event description:
Facility reports the tubing leaking at the filter during infusion of 5fu. The pump was set to deliver at a rate of 0.6ml/1 hour. The tubing started leaking large amounts of fluid early in the infusion. No pt injury or medical intervention was reported.